Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The sample was analyzed in the maquet (B)(4) laboratory. Leak testing using a colored liquid was performed and a small gap was found between the tube and the connector. The root cause was determined to be insufficient glue utilized during joining the parts and was attributed to a assembly error. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) university hospital in (B)(6) it was reported that there was leakage from the y connector in the circulation zone on the quadrox-I vkmo-70000 oxygenator (lot number 70059305) the oxygenator was changed out to complete the procedure. There was no patient impact. Reference: complaint (B)(4).